Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Requested is unknown. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Note: events reported on: mw# 2210968-2023-05260. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m vicryl. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a cervical lymphadenectomy on (B)(6) 2023 and suture was used. This case is from health authority. At 15:30, the patient underwent surgery. When doctors use sutures to sew tissue, the suture broken. Replace the suture and tie the tissue. The surgery was successfully completed at 17:40. No reported adverse patient consequences. Additional information has been requested.